Event description:
It was reported the device did not alarm for an oxygen desaturation and the patient passed away. It was indicated the nurses thought the telemetry device did not alarm for low spo2; however, it was also indicated there was an alarm present for an extended period of time. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting address postal: (B)(6).

Event description:
It was indicated the nurses thought the telemetry device did not alarm for low spo2; however, it was also indicated there was an alarm present for an extended period of time. No other clinical information or medical intervention was reported. The device was in use monitoring a patient at the time of the event. An adverse event involving a patient or user was reported.

Manufacturer narrative:
Attempts were made to obtain the device context of use, evaluation, repair, and operational status with no additional information from the customer. It was further clarified that the customer cancelled the work order. No further information was provided. A supplemental report will be submitted if new information is obtained.